Event description:
The customer stated that he tested his blood glucose and received a reading of 41. It was discovered the meter was set in mmol/l, and the reading was actually 4.1 mmol/l. The customer did not allege any adverse events from the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned for eval.